Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's interconnect cable failed to connect properly with the c-arm therapy failing to boot up. No report of pt injury.